Event description:
It was reported that there are consistent over temp alarms. It alarms when it gets to 43 c. When they turn on the device, it starts heating, up to 43 c, alarms, and then it stops, this process may take a minute. They have flashed and fill the reservoir out, refilled it, and they did not see any leaking. Customer has not specifically calibrated the over temp pot, but the device keeps heating up.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the over temperature alarm going off¿ was confirmed. During functional testing it was found that the heater potentiometer was faulty due to turning the ¿pot¿ too far in one direction. The probable cause was pcb - damaged potentiometer for adjusting the heaters. Since the device was handled first by another repair technician, the printed circuit board (pcb) will be replaced as part of the remediation because the tech could have damaged the ¿pot¿. The device passed performance verification testing after remediation/repairs were performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.